Event description:
When right jugular line was discontinued, the nurse pulled back tape, metal hub was lying on top of skin with tape, IV catheter was in vein under skin (two separate pieces). Physician notified, md checked pt & was unable to remove catheter with forceps. Consulted general surgeon.